Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an emergency room encounter, it was noted that there were missing recorded symptoms on the patient's device. Multiple attempts to interrogate the device, both with a programmer and a magnet, were conducted but were all unsuccessful. Technical support was also contacted and revealed episodes of post-sensed t-wave oversensing on the device. The device is awaiting explant as it has reached its end-of-service; but no intervention has been conducted at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicating that the device was explanted and replaced. No known patient consequences.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Field complaints of missing episodes and oversensing were not confirmed while the field complaints of failure to interrogate and and loss of telemetry were confirmed. Device was not able to be interrogated when it was received due to voltage being at eol, and device image could not be saved. Session record history indicated that device had normal battery depletion, and there were no pause episodes recorded on the date the complaint was filed. Sensitivity test was performed after installing new battery and it was able to sense within the product specification. Total projected longevity was 2.0 years and device was implanted for 2.14 years, which projected longevity and is considered normal eol.